Event description:
Caller reported cartridge alarm 30 during the load process. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in loading a new cartridge correctly, and the caller successfully resumed insulin therapy with the issue resolved.